Event description:
Pt arrived ed in cardiopulmonary arrest. Attempts x3 io needles in shin area to establish access for administering fluids. Each attempt resulted in the io needle bending and useless.